Event description:
It was reported that during a shoulder surgery the anchor could not be released. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. *** (B)(6) 2023 update dw further information was provided that the anchor detached from the driver.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. One unpackaged ar-3638 serial/batch number (B)(6) was received for investigation. The returned device was visually evaluated; it was noted that the handle¿s plastic was deformed, like melted. The instrument shaft didn¿t show damage; however, the suture was frayed. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is a user error.